Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the entire drawer had failed, and the cubie showed a duplicate address. A field service engineer (fse) attempted to remote fix, dial into full height drawer 6 not available in hardware test application. Later, fse went into site and had re-seated all drawer components and cleaned the cavity with no change in results. The fse replaced the pyxibus controller module, the drawer controller board, and the retractor assembly and re-inserted all missing pockets and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed cubie and duplicate address. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.